Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) ) on 17-apr-2024. The most recent information was received on 27-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted (lot no. D40624) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 56 days after essure insertion, she experienced dizziness ("problems with dizziness") and tinnitus ("ringing in the ears"). On unknown date she experienced pelvic pain (seriousness criterion medically important), eye pain ("intense pain in the eyes still persisting at present"), abdominal pain (" abdomen pain") and fatigue ("chronic fatigue"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to dizziness, tinnitus, eye pain, abdominal pain, pelvic pain or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Batch no d40624 production date~2014-12-11 expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-apr-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 17-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted (lot no. D40624) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 56 days after essure insertion, she experienced dizziness ("problems with dizziness") and tinnitus ("ringing in the ears"). On unknown date she experienced pelvic pain (seriousness criterion medically important), eye pain ("intense pain in the eyes still persisting at present"), abdominal pain (" abdomen pain") and fatigue ("chronic fatigue"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to dizziness, tinnitus, eye pain, abdominal pain, pelvic pain or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 17-apr-2024. The most recent information was received on 07-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted (lot no. D40624) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 56 days after essure insertion, she experienced dizziness ("problems with dizziness") and tinnitus ("ringing in the ears"). On unknown date she experienced pelvic pain (seriousness criterion medically important), eye pain ("intense pain in the eyes still persisting at present"), abdominal pain (" abdomen pain"), fatigue ("chronic fatigue"), migraine ("migraines"), ear pain ("ear pain"), deafness ("hearing loss"), abdominal pain lower (" lower abdominal pain") and depression ("I am depressed"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to dizziness, tinnitus, eye pain, abdominal pain, pelvic pain, fatigue, migraine, ear pain, deafness, abdominal pain lower or depression. The reporter commented: I am considering having my tube removed. I can't take any more of this pain, it's unrelenting. I wake up with pain in my eyes and I sleep with this pain. It's unbearable. I am depressed. I no longer have a life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Batch no d40624 production date~2014-12-11 expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-jun-2024: new events migraines, hearing loss, ear pain, lower abdominal pain & depression were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.